Event description:
Spoke with pt's mom. She said medication given q12 hours via 6060 pump. With the pm dose she noted bed being wet. Disconnected tubing had a pin hole in it where the soft tubing is in the cassette. This was the 2nd use of the tubing. Tubing changed & when she tried to restart the pump it alarmed "malfunction 9." Caregiver discarded affected tubing so it is not available for eval.